Event description:
The customer reported that the heartstart xl+ was failing the therapy delivery, leads ECG and pads and paddle ECG tests. There is no indication of patient involvement.

Manufacturer narrative:
.